Event description:
It was reported that a patient underwent a balloon kyphoplasty at l4 to treat a compression fracture. During the procedure, peri-operative images showed cement extravasation within the vertebral body so the surgeon discontinued filling the vertebral body with cement. Reportedly, the procedure was completed without any further incident. The patient reportedly complained of pain that night (post-operatively) and cts revealed cement extravasation into the intervertebral foramen. A revision was performed via decompression of the intervertebral foramen. According to the report, the cement was stored and mixed according to the IFU prior to surgery and was in a "doughy and homogenous" state when being injected into the patient. No further complications were reported.

Manufacturer narrative:
(B)(4).